Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 157 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer states the contacts on the battery cap are neither missing nor damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump was monitored and no blank display anomalies were noted. Insulin pump passed selftest, unexpected restart error test and displacement test.